Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Glucose of unknown. Patient's blood glucose was 54 mg/dl. The customer decline troubleshoot for low blood glucose. The device is not expected to be returned for analysis.